Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-00833.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-00833.

Event description:
During preparation for a medical procedure, the hospital staff found a kink/bend at the at the mid-shaft of a benchmark 6f 071 delivery catheter (benchmark) and a neuron select catheter 5f (5f select) upon opening of the packaging. The damaged benchmark and 5f select were found prior to use and therefore, were not used in the procedure. The procedure was completed using a new benchmark.